Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there where issues experienced with the loading or firing of the clips. When using the device, the clips get stuck in firing. There was no patient involvement.